Event description:
The customer reported that the defibrillator cannot boot up. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem verified/duplicated during lab tests. Failure was located to corrupted program code in the flash memory u39/u40.